Manufacturer narrative:
A replacement power supply was sent to the customer. Upon receipt of the product an evaluation showed that the housing was breached, exposing internal electronics, which is a safety risk. The product was received on 04/13/2015 and evaluated by qe on 05/13/2015. A breach in the transformer housing was observed which is a safety risk. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packing strength has also been increased to further protect the transformer during shipping. A visual examination of the power supply revealed the transformer housing was breached. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in so the voltage across the dc plug could not be measured. Resistance across the dc plug was measured as 0.790 m ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades was measured as open, which indicates the thermal fuse was blown.

Event description:
The customer called in originally to report that the adaptor for her pump in style breast pump would not power the pump, but that the battery pack worked. Upon inspection, the transformer was found to be breached, which is a safety risk.